Event description:
It was reported by the customer "when rinsing with physiological serum, we noticed that the device was defective because it no longer administered correctly. Call to the on-call manager who advised us to call the on-call anaesthetist, who asked us to remove the device and keep it if needed for analysis and to put in an infusion in the meantime to be able to administer the atb."

Manufacturer narrative:
Device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "when rinsing with physiological serum, we noticed that the device was defective because it no longer administered correctly. Call to the on-call manager who advised us to call the on-call anaesthetist, who asked us to remove the device and keep it if needed for analysis and to put in an infusion in the meantime to be able to administer the atb."